Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a non-tortuous, a little calcified lesion exhibiting 90% stenosis located in the mid left anterior descending artery. It was reported that the stent was deployed at 14atm and a fracture of the stent occurred. The patient was reported to be good with chest pain.

Manufacturer narrative:
Additional information: there were no previous deployed stents at the site of treatment. There were no difficulties during stent deployment. The balloon of the device successfully deflated post stent deployment. There was no issues noted during the removal of the guidewire. The stent remains in the patient. No attempts were made to remove the fractured stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: procedural images were provided for review. An angiogram was provided showing the target lesion in the min-lad. A stent was delivered and deployed at the target lesion. Pre-dilation of a lesion in the proximal lad was seen in the images. A stent was then delivered to the lesion in the proximal lad. Contortion of both stents deployed in the lad suggested they were conforming to the vessel shape. The angled nature of the mid-lad was evident. A stent was then deployed between the two previously deployed stents in the lad. A final angiogram showed improved flow in the lad. There was no evidence of a stent fracture in the images provided. Date of birth provided annex d code added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.